Manufacturer narrative:
Correction. D4: primary unique device identification (UDI) number should have been (B)(4) rather than (B)(4) as entered in the initial report 2017865-2026-08314 submitted on apr 22, 2026.

Manufacturer narrative:
The reported event of ¿lead malfunction¿ was not confirmed. A complete lead was returned in one piece with a bent helix and clogged with blood. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage. Electrical testing did not find any indication of conductor fractures, however an internal short was noted between conductor paths. Destructive analysis found damaged inner insulation at the proximal region consistent with procedural damage.

Manufacturer narrative:
Correction- d4: added the UDI number " (B)(4)" as it was incorrect in the initial report 2017865-2026-08314.

Event description:
It was reported that the patient¿s right ventricular (rv) lead was explanted for an unspecified reason. During the same procedure, an attempt to implant a new rv lead was made; however, this lead was also removed and replaced due to an unknown reason. A subsequent rv lead was successfully implanted during the same procedure on (B)(6) 2026. No adverse patient effects were reported.

Manufacturer narrative:
Further information was requested but not received.